Event description:
It was reported that the pt's generator was explanted due to malfunction. Pt was re-implanted with another generator. The or coordinator did not know what the problem was with the generator. Old generator was returned to manufacturer and is currently undergoing product analysis. Good faith attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.